Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, lens was damaged when inspecting the lens for preparation. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in b.2., b.5. And h.11. Based on the internal review performed after the submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Based on the internal review performed after the submission of the initial report, it was identified that the damage was noticed upon opening.